Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the access 2 instrument. An emergency room (ER ) pt sample was tested for accu tni and the result of 21.88ng/ml was obtained. The pt was flown to another hosp and underwent a heart catheter procedure which was negative. Following the catheter procedure, a sample was collected from the pt, at the hosp, and tested for accu tni on stratus instrument; the result was 0.01 (units not provided). The customer re-tested the pt's original (frozen) sample for accu tni on the access 2 instrument four (4) days later and obtained 2 results of 0.00ng/ml. There was no report of pt injury or death that can be connected to or attributed with this event.

Manufacturer narrative:
Per customer, qc was within specifications before and after the event. System checks performed on: 06/12/2006, 6/19/2006, and 06/20/2006 were within specifications. The sample was collected in lithium heparin tube and centrifuged at 3,400 rpm for 10 minutes. The elevator accu tni result was not flagged with any system error flags. The customer noticed carousel temprature errors several hours after the event. A field service engineer (fse) was dispatched to the customer lab on 06/19/06. The fse inspected the instrument and discovered that leaking wash valve was giving the wash carousel temperature errors. The fse replaced the wash valve and the heater. The fse verified that the instrument was operating within specifications. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.